Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had cracked at the battery compartment. Customer¿s blood glucose level was unknown. The customer reported that the after replacing battery they noticed cracked at battery compartment. The customer was advised to discontinue the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.